Manufacturer narrative:
This report contains additional information in section b5 describe event or problem.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device recorded more than one episode were anti-tachycardia pacing (atp) and an electric shock appear to be inappropriately delivered due to an atrial originated arrhythmia. Boston scientific technical services (ts) reviewed the event and recommended programming options. The device remains in service at this time. No additional adverse patient effects were reported. Additional information received indicated that the health care professional called in to discuss an additional atp episode. Ts noted that the atp was inappropriate. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device recorded more than one episode were anti-tachycardia pacing (atp) and an electric shock appear to be inappropriately delivered due to an atrial originated arrhythmia. Boston scientific technical services (ts) reviewed the event and recommended programming options. The device remains in service at this time. No additional adverse patient effects were reported. Additional information received indicated that the health care professional called in to discuss an additional atp episode. Ts noted that the atp was inappropriate. This device was explanted as part of therapy upgrade.